Manufacturer narrative:
Event date is estimated. A case of high impedance was reported to abbott. On (B)(6) 2023 patient had her penta replaced without complication. Per x-ray the ipg seems to have spun numerous times and twisted and fractured lead. All but one contact was useable in pre op. Pt noticed diminishing pain relief one year ago. No falls or incidents noted. Old lead will not be returned due to hospital policy. Original ipg still had greater than 3 v remaining, so it was left in place. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs lead had high impedance. X-ray imaging revealed that the patient's lead had fractured. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's lead was explanted and replaced. Therapy was restored post operatively.